Manufacturer narrative:
Interrogation of the device indicated the device had been programmed to deliver 10 mg/ml of dilaudid and 7.5 mg/ml of bupivacaine at 5.653 mg/day and 4.2394 mg/day, respectively. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was not reported. It was reported that there was a motor stall. Logs indicate that the stall occurred on (B)(6) 2019 at 10:32pm, there was a ¿stopped pump duration exceeded¿¿ alarm on (B)(6) 2019 at 10:32pm, and the recovery occurred on (B)(6) 2019 at 12:57am. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included performing telemetry to determine that the pump stalled. Actions taken to resolve the issue included replacing the pump. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.